Event description:
Hospital reported that a flixene graft became infected and had to be removed. They reported that the pt is notorious for having infections. The hospital thinks that the infection is related to the cannulation site and suspects that the pt scratched at the cannulation site. They also stated that the infection could be related to skin prep; nurse used providine instead of chlorahexidine (pt was sensitive to chlorahexadine).

Manufacturer narrative:
A review of the complaints database reveals no other reports received on this device lot number. Per the hospitals report, this event was not likely caused by our product.